Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe system batteries and charger cable were evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is available at this time and no add'l service info was provided.